Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric banding. According to the reporter: endogia was reloaded with a duet6035a while the gastro sleeve was placed. The first firing worked, but the second and fourth did not close so the wound had to be sewn manually. Clips fell into the cavity of pt and had to be removed. The surgery had to be finished with several endogia 60-3,5. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.